Event description:
It was reported the pt stimulation device was removed in 2006 due to infection. The device has not been replaced. No symptoms or treatments were reported. Additional info has been requested but was not available on th date of this report.

Manufacturer narrative:
.